Event description:
Add'l info rec'd from MFR 12/1/99: as co is sure FDA is aware, latex sensitivities have been associated with proteins occurring in natural rubber latex. Please note that the kendall/confab panty shield and packaging materials contain no natural rubber latex or synthetic rubber. The panty shield is composed of a nonwoven web fabricated from polyethylene, polypropylene and absorbent pulp with a poly backing and acrylic positioning tape. Unfortunately the consumer did not return the samples for evaluation. However, co did randomly select product from its inventory and perform a series of biocompatibility evaluations. In these studies there was no evidence of cytotoxicity or human sensitization. Co's investigation has shown that the materials used to fabricate the product are non-cytotoxic and non-irritating. Further, reported incidences of irritation are very low.